Manufacturer narrative:
MFR site: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium adapter separated from the catheter adapter of a transfer set. This occurred during patient use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. A connection test and a dimensional inspection were performed, and all specifications were met. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.